Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that during registration the patients CT scan was uploaded without problems, with 231 slices. The thickness and pitch were .50. The scan included glasses for eye protection. The site and representative tried to register the patient 4 times without success. They used trace, point, and a combined registration. After collecting enough points the system said a discrepancy of .6 mm and a green circle of accuracy for the whole head. The site verified accuracy by putting the probe on the nose and the system showed it in the middle of the head. They were unable to get accuracy all 4 times. They tried to use the side emitter for one try to eliminate the problem with the under head emitter. The site proceeded without navigation.  The representative tested the patient and instrument trackers after the procedure and was able to determine they did not cause the issue.